Manufacturer narrative:
Additional information received on september 6, 2016 related to the patient information, the event and patient condition. It was reported that the device is not expected to be received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears that clinical and procedural factors may have impacted on the event. If any additional information is provided a follow up medwatch report will be submitted.

Event description:
Additional information: the jetstream worked well during 6 minutes over the guidewire thruway 0.014", 300cm/short taper/straight. After this, the jetstream was removed and re-entered over the guidewire thruway 0.014", 300cm/short taper /straight . The jetstream worked for 30-60 seconds and, trying to advance the thruway guidewire, it was noted that the guide was hooked on the jetstream and the tip of guidewire thruway broken inside of the superficial femoral artery. The procedure was completed with the placement of a innova 6x200 mm stent. It was reported the wire fragment was fixed to the wall of the artery with the stent and the patient is well.

Manufacturer narrative:
It was reported that the device is not expected to be received for analysis; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears that clinical and or procedural factors may have impacted on the event. If there is any relevant information received, a follow-up medwatch report will be filed.

Event description:
Per cnf: a mechanical endarterectomy with jetstream was performed using thruway guide wire. When completing the procedure it was observed that the tip of the guide wire (approx. 3 cm) had broken and remained inside the superficial femoral artery.